Manufacturer narrative:
The insulin pump was received with a frozen screen due to a faulty component on the interface board. Unable to verify the motor error alarm due to the frozen screen.

Event description:
The customer reported a motor error alarm. Troubleshooting was performed. Advised that the insulin pump would be replaced. Nothing further was reported.